Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). On 10/09/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative contacted medtronic technical services while performing system check-out and stated that he was accurately navigating after tracing on the demo head. Technical services analyzed the patient registration image from this procedure, and recommended follow-up with the surgeon to refine tracer technique to refrain from tracing on cheeks under the orbitals and capture more data on the nose and forehead. Also recommended use of non-invasive prenatal test (nipt) as an alternative to patient tracker without headframe. On 10/14/2015 software investigation completed. Findings are that this is not a software issue. Site used the application in an off label way and was unsuccessful. The surgeon was not using the headframe with the tracker. In addition, the tracer pattern is nor optimal an accurate registration. Software functioning as designed. Use error. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy after using tracer registration. The surgeon attempted to perform tracer registration five times, unsuccessfully. The surgeon performed a sixth, and successful, tracer registration after adjusting his tracer pattern to include more of the temple region. After the successful tracer registration, the surgeon alleged being inaccurate touching the nose, and other known anatomical landmarks. The medtronic representative noted it looked like the probe was hovering above the nose by approximately 5 millimeters. In trouble-shooting, the medtronic representative recommended the surgeon use pointmerge registration, however, the surgeon stated he was not comfortable with other forms of registration. Noted was that the site was using a patient tracker without the head frame. The surgeon opted to continue the procedure, with the knowledge of the alleged inaccuracy. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.